Event description:
It was reported that a healthcare professional (hcp) told the patient that the morphine that was in her pump was building up metabolites in her blood stream which was causing trauma to her kidney. The patient¿s pump was implanted for back pain prior to being diagnosed with ¿stage¿ kidney disease. The kidney disease was due to the morphine and baclofen, per the patient. The pump was used to infuse lioresal (baclofen) and morphine (unknown). No intervention or outcome was reported. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had end stage kidney disease-stage 4. The drug in the pump was changed from morphine to dilaudid and the dose was decreased. The patient recovered without permanent impairment.

Event description:
Additional information received reported that the patient¿s baclofen dose was in mcg/day. The patient has not been diagnosed with liver disease, and the patient¿s medical issues strictly related to the kidneys. The healthcare professional (hcp) did not feel like the end stage kidney disease was caused by the patient¿s pump at all and no diagnostics or any sort of testing was performed to his knowledge to link the two.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10876r65, implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)